Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure multiple attempts were made to extend the lead¿s screw. The active fixation would not fully deploy. The lead was removed and upon inspection of the lead the distal coil was deformed/stretched. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix bent. Therefore, no helix function test possible. If information is provided in the future, a supplemental report will be issued.